Event description:
The customer reported that the extension set became disconnected from the patient's peripheral catheter. The patient had subsequent bleeding from the site and a drop in the hematocrit and hemoglobin (pre and post values not provided), but no transfusion was required.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.